Event description:
A healthcare professional reported that before an intraocular lens (iol) implant procedure, bent haptic. Additional information received stating that the surgery was completed on same day. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The photos provided shows the lens positioned incorrectly in the lens case. Solution is visible on the lens. One haptic is broken in the gusset area and laying on the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The photos provided shows the lens positioned incorrectly in the lens case. Solution is visible on the lens. One haptic is broken in the gusset area and laying on the optic. Product history records were reviewed, and the documentation indicated the product met release criteria. Based on our observation of the attached photos, the haptic is broken. The presence of clinical solution on the lens cannot be determined. The product has not been received to evaluate. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not fully responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).